Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20119. The patient has two scs leads. It is unknown which one is related to the issue, therefore both are being reported. It was reported the patient experienced neck pain and pressure like sensation while using stimulation. It was also reported diagnostic determined invalid impedances. The physician determined possible cervical strain and requested an electromyogram. The patient was treated with anti-inflammatories. The patient is being monitored by physician.